Manufacturer narrative:
Initial reporter last name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment for the event was unknown. The patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to break in aseptic technique which was not further specified. Twenty one days after the event onset, the patient was recovered from the event and the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.